Event description:
It was reported that the vns patient was experiencing an increase in seizures. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was attained that the patient was seen by their treating physician over (B)(6) 2014 and they were doing very well. They were not aware of any increased seizures.